Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in device handling and reprocessing steps between recommendations by the manufacturer and recognition by the user facility. The instructions for use (IFU) (reprocessing manual) warns about insufficient reprocessing as follows: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." The IFU (reprocessing manual), 5.3 precleaning the endoscope and accessories advices to preclean endoscope and accessories immediately after procedure: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus representative completed a reprocessing in-service on october 18, 2022. During the in-service, leak testing and manual cleaning was reviewed. The representative noted that the customer did not have suction available for manual cleaning, a scope buddy was used for automated flushing, a medivator advantage endoscope reprocessor was used, and sterilization was not done. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The manufacturer representative reported the customer was not completing the required suction cleaning steps as part of the manual cleaning process for the evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event.